Manufacturer narrative:
From the provided photo, it was observed that the securing rail of the implant, which allows for attachment on the inserter, had fractured from the body. Visual, functional, and dimensional inspection could not be conducted as the device was not returned for evaluation. Device history records were reviewed for the corresponding lot, and no relevant issues were identified. Complaint history records were reviewed for this lot, no similar complaints were identified. As this event occurred during insertion, it is possible that the device could have experienced off-axial insertion/ impaction force, causing the securing rail to fracture. However, a root cause could not be established conclusively as the device was not returned for investigation. H3 other text : device not returned for evaluation

Event description:
It was reported that during placement of an avs navigator peek cage, the cage broke following two hammer blows. The cage was then changed without difficulty or adverse consequences to the patient.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that during placement of an avs navigator peek cage, the cage broke following two hammer blows. The cage was then changed without difficulty or adverse consequences to the patient.